Manufacturer narrative:
Complaint type is being monitored and analyzed. Tegaderm chg complaints are significantly reducing based on number of units sold. 3m's updates to the package insert, additional instruction sheets, and educational programs are being effective in ensuring optimal use of the product.

Event description:
Literature reported (B)(6) male ICU patient, congenital heart disease repair and pulmonary hypertension had a central venous catheter in left groin site. Reported tegaderm chg dressing covered catheter site. Literature reported irritant contact dermatitis at catheter insertion site 30 days after insertion. Cultures negative, wound care treatment reported as topical antibiotics, non adherent and silver impregnated dressings. Lesions resolved after 10 days.